Event description:
Upon assessing the patient, the reporting nurse noted the IV filter to be leaking. The leak is coming from a small opening/crack in the filter of the trifurcate. This piece of equipment was just replaced a couple hours prior and had no obvious damage. FDA safety report ID# (B)(4).